Event description:
In 2003, a destination therapy pt was implanted with a vented electric left ventricular assist device (lvad). Nine months later the vad coordinator contacted the MFR reporting that a pt was having red heart alarms more frequently. The vad coordinator also reported that the pt had 56 alarms from sunday through monday. The pt had a low beat rate alarm at the time the vad coordinator contacted the MFR. It was also stated that the alarms were random. Pt had alarms during rest, ambulating and sitting up. It was decided to change out the system controller with a back up system controller and no further alarms or problems were noted. The destination therapy pt remains on lvad support while awaiting a heart transplant.